Manufacturer narrative:
Patient code:device fragments in patient, no code available ¿ surgical intervention. Device code: material fragmentation not labeled. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
This information was received in a medwatch report: "right ureteral stent placement in 2016 (multi-length jj stent). The stent was being exchanged in 2016 and during removal, it came apart and a portion was retained in the patient's right ureter. She was taken to the operating room on the same day to remove the broken piece and place a new stent." No additional patient/event or device information was provided.

Manufacturer narrative:
Investigation - evaluation: a review of instructions for use, trends, and quality control data was conducted during the investigation. No product was returned, the rpn and lot number are unknown. We were unable to do a review of the device history record since no lot number was provided. There is no evidence presented that point to specific failures with current manufacturing or quality controls that may have contributed to this incident. Some factors that may affect the durability and integrity of in-vivo stents include the indwelling environment, user technique during implantation and removal, shipping, and handling prior to implantation. A definitive root cause could not be established at this time. We will notify the appropriate personnel and continue to monitor for similar complaints.